Manufacturer narrative:
Severity: 3 (critical). Reason: there has been no injury reported. The complaint behaviour may potentially result in a serious injury. There are emergency-off buttons installed and they have been used to stop the unintended gantry motion. Probability: c (remote). Reason: according to the user manual the therapist must supervise the patient treatment all the time and stop any unexpected motion of the system before a patient is injured by moving parts. It is noted that the device has received required maintenance at the planned intervals.

Event description:
A potential product issue has been identified with our oncor impression plus linear accelerator. In the abundance of caution this issue is being reported. The provided information was submitted via the local service engineer. The customer reported to our customer service engineer (B)(4) that the gantry on their linear accelerator moved by itself. Root cause and possible corrective action is pending further investigation that is now underway.